Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the ap400 clips crumble and fell apart into pieces, then deployed. Another package was used to complete the case. There was no consequence to the pt.